Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there was some stored events of noise resulting in polarity switch. The device was reprogrammed. The physician plans to see the patient for a clinic visit in the near future. The pacemaker and competitor ra lead remains in service, and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).